Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and reports screen has shifted down. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1884.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and self-test. A water filled reservoir was used during testing. No unexpected partial display or missing segments noted. Successfully downloaded history files using thus software. No unexpected blank display anomalies noted on download history file. The following were noted during visual inspection, cracked battery threads, missing display window cover, fading serial number label and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for partial display or missing segments alarms anomalies. Unit passed all required testing. Cosmetic damage was confirmed at the back of the pump area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.